Manufacturer narrative:
H6: 4110 - work order search found no similar complaints. H6: 3331 - device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Manufacturer narrative:. Inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Secondary surgical intervention to remove the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced blurred vison and endophthalmitis. Diagnostic cultures were performed. Intracameral medication was provided. The lens was removed, anterior chamber irrigation was performed and a mydriatic agent was used. Cefmenoxime hydrochloride was given after surgery. The problem was resolved.